Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The air gas module was replaced and returned for investigation. The received air gas module was mounted in a reference ventilator for use testing. When performing the system pre-use check, the unit did not pass the test and failed. The failure was caused by a defective inspiratory solenoid. The investigation revealed a piece of metal most likely from the spring ring of nozzle unit was found inside the solenoid coil. This caused the pin of the inspiratory solenoid to be stuck and consequently prevented the inspiratory solenoid to be closed. The received test logs confirmed the reported failure on 07/28/2021. The received pictures revealed defective inspiratory solenoid.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).